Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of 700 mg/dl and ketones that were identified as dangerous by a healthcare professional. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin. The customer was released the next day with the issue resolved and no permanent damage. Tandem technical supported completed a system check and determined the pump functioned as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.